Event description:
It was reported that the patient received inappropriate therapy due to lead noise. The lead was dislodged. The lead was repositioned successfully. The patient was ok after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.